Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. The cat scan revealed the lead had perforated the patient. A lead revision would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.